Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation, returned were un-used device from the same manufacturing lot were returned and evaluated. The un-used devices were measured and all found to be within manufacturers specifications. The tips of the guide catheters were also inspected and found to be within manufacturer's specification. The guides were also measured for shaft stiffness and were within the manufacturer's specification. Cine of the procedure was returned and reviewed. The review indicated that there was a dissection noticed at some point during the procedure however there is no definable event that seemed to cause the dissection or evidence that there was something specifically traceable to the guide catheter that caused the event. A review of the device history record did not detect any deficiencies within the manufacturing process. The event has not been confirmed for dissection. The actual complaint sample was not returned for evaluation. The analysis is complete as of today december 13, 2011.

Event description:
It has been reported to us that a dissection of the left main artery was noted during the diagnostic procedure. The guide catheter was inserted into the patient using a radial approach. The physician was able to engage the right coronary artery without incident. The physician then engaged the left coronary artery. The physician injected a dye shot and a dissection of the left main artery down to the circumflex and left arterial descending artery. The patient was sent for a surgical procedure.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.